Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his insulin pump is not working correctly, it was alarming button error. Customer stated that he was in a water park, got onto a ride and he forgot to remove the insulin pump. Nothing further was reported.